Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Pink tinged effluent was noted during a routine hemodialysis treatment, which tested positive for blood. Rinseback was not completed resulting in an estimated blood loss of 190cc. Pt had no symptoms and no medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. No problem was found upon eval of the returned cartridge. Based on the log file analysis and the cartridge inspection, there is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.